Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 50 mg/dl and current blood glucose was 169 mg/dl. Customer stated that, she suspended pump because she was exercising and going low declines to troubleshoot for low blood glucose treated with food. The customer also got a calibration not accepted alert and had a large difference between sensor glucose and blood glucose. At the time of the reported event the blood glucose was 168 mg/dl and sensor glucose was 115 mg/dl. Insulin delivery was not suspended due to sensor glucose values. Customer declined troubleshooting for the calibration not accepted alert. The device will not be returned for analysis.